Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 540 mg/dl. The patient reports their controller application would not move past the start up window. The patient removed the pod prior to going to the hospital. Once at the hospital the patient was treated with insulin and their controller settings were adjusted for meals and daily insulin until their glucose level had returned to a normal range. The patient was discharged from the hospital after 10 days.